Event description:
Medtronic received a report that the axium coil was pre-detached. The device remained in the patient, not implanted at the intended location. The coil was secured using another coil to push the pre-detached coil and then it was discarded. No surgical or medicinal intervention was required. There was no friction or difficulty during delivery and the coil was not repositioned. The physician did not attempt to detach the coil or rotate the delivery pusher during the procedure. The continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm. It was noted the patient's blood flow was normal and vessel tortuosity was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the pushwire was not damaged. In addition, it was indicated the coil was implanted and not removed from the patient. The catheter was a 'headway micro-catheter'.